Event description:
It is reported that the pt had a revision surgery on (B)(6) 2010. The pt has been in excruciating pain since the surgery. She says she feels the metal ball touching the side of her hip. She has difficulty lifting her leg and her leg is now 1.5 inches shorter than it was previously. She reports that there is not power or strength in the leg. She has to use a walker for stability. She is scheduled to see her surgeon on (B)(6) 2012. The revision implant is a stryker product but her surgeon and hospital are unable to tell her if the implant is part of the current recall.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.